Event description:
It was reported that foreign material was attached to the device. A left atrial appendage (laa) closure procedure was being performed, and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure the closure device was prepared under normal conditions. It was removed from the packing, hooked up to a saline pressure bag and flushed under pressure. Once all air was free of the system the closure device was inserted into the watchman access system (was) sheath. The closure device was unsheathed to flx ball and shortly after flx ball a fibrinous clot was noted on the transesophageal echocardiography (tee). The was sheath was aspirated, and the clot was still present. Upon deployment, an activated clotting time (act) was drawn while assessing the closure device. It was noted that the clot appeared to be attached to the threaded insert. Once the closure device met position, anchor, seal and size (pass) criteria, it was released. A syringe was hooked to the side port of the was sheath and aspirated while being pulled back to the right side of the heart. Once removed from the body the physician advanced the core wire forward and the fibrinous material could still be seen attached to the threaded insert of the core wire. The physician picked at it, and it was clear to be a fiber and not a clot. The patient is fully recovered.